Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that a surgeon did noticed on radiology review, a number of avenir-muller (am) stems implanted exhibit proximal osteolysis, suggestive of preferential distal fixation. Two x-rays were received for this patient. They show signs of stem loosening and decentralisation of the head. No surgical reports or further documents were available. Devices analysis: a device analysis could not be performed, as no device was returned for investigation. Possible causes for the reported event according to dfmea: loosening of the stem due to wrong behaviour of the patient; loosening of the stem due to insufficient primary stability due to design; loosening of the stem due to insufficient secondary stability due to surface structure coated stems; loosening of the stem due to incorrect distribution of load due to design; loosening of the stem due to splitting (delamination) of ha/ti plasma coating on shelf/ in vivo; loosening of the stem due to surgeon does not comply to surgical technique (early stability). Comparison to investigation results whether it is possible and justification: possible: as no information was provided, therefore this point cannot be excluded.; not possible: as this product has been on the market for many years and no design issues have been detected; not possible: as this product has been on the market for many years and no design issues have been detected; not possible: as this product has been on the market for many years and no design issues have been detected; not possible: no design issues have been detected; possible: it is possible that the surgeon did not follow the surgical technique. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted an avenir m&#1804;ler stem 6 standard on (B)(6) 2012. It was reported that a surgeon has noticed on radiology review during clinical study, a number of avenir-muller (am) stems implanted exhibit proximal osteolysis, suggestive of preferential distal fixation.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that a surgeon has noticed on radiology review during clinical study, a number of avenir-muller (am) stems implanted exhibit proximal osteolysis, suggestive of preferential distal fixation. There appeared to be several cases involved. The surgeon has yet to provide the details of the cases as well as the number of cases involved.